Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump # (B)(4) screen turned off and shut down prematurely for about 30 seconds. The console did this 3 times prior to stayng on". Unknown if the device was used on a patient. Multiple attempts for additional information has been requested to the customer with no response received.

Manufacturer narrative:
(B)(4). The customer returned a battery for investigation. Visual inspection of the battery was performed and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 29 minutes when running on battery power. The iabp alarmed "less than 10 minutes remaining" after approximately 39 minutes when running on battery power. The iabp alarmed "less than 5 minutes remaining" after approximately 44 minutes when running on battery power. The total battery runtime was approximately 52 minutes. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state.". A device history record review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pump turned off" is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off approximately 52 minutes when operating on battery power after a full charge. Based on a review of the device history record, the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. No further action required at this time. This will be monitored for any developing trends. Iabp users and services must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported "pump # 181107f's screen turned off and shut down prematurely for about 30 seconds. The console did this 3 times prior to stayng on". Unknown if the device was used on a patient. Multiple attempts for additional information has been requested to the customer with no response received.